Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that there was a change in stimulation daily beginning in (B)(6) 2016. The stimulation was not controlling all of the pain. When the patient was laying down, stimulation covered the pain when they were sitting stimulation did not cover the pain. The patient let the implantable neurostimulator (ins) run very low and then recharged. After that is when they noticed the change in stimulation. The patient believed they needed an adjustment because there was a loss of therapy, the stimulator was not working right and it hurt badly since around (B)(6) 2016. It was, however, also reported the device hadn't stopped. The patient had moved from (B)(6) and did not have an hcp to manage their device so a listing was sent. The patient planned to locate a new hcp for assistance in having the device adjusted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.